Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was it the surgeon¿s intention to take the pa/pv together in one firing with the bronchus? Yes what caused the hole in the pa/pv, the pin or another part of the device? Surgeon believes he accidently caused the hole when trying to open the device. What is the etiology of bronchopleural fistula? Unknown what was the formation of staples after firing the device? Unknown can you confirm the order of steps taken to fire the device? Surgeon closed the pin, attempted to fire the device, attempted to rotate dial. In other thoracic procedures, what device is used by the surgeon? Echelon 45/pve ¿ covidien purple curved tip when dialing down, was the device handle locked against the device? Yes what is the current patient status? Unknown additional information: it was confirmed that the surgeon did in fact attempt to dial the device down after it had been fired. The surgeon was instructed that once fired, the staple drivers lock in an exposed manner and that the device should not be dialed down any further. The analysis results showed that the tlv30 device was received in good visual conditions and with cartridge present on the device. The reload was received fully fired. The device was tested for functionality with a test cartridge and it form the staples as intended and with a proper b formation. The device was disassembled to verify the condition of the internal components and the device was noted to have the lockout slide tip damaged. The damage to the lockout slide tip is consistent with an excessive force applied to the rotating knob when trying to dial down a locked device, causing the damage to the lockout. It should be noted that the instrument has been designed with a lockout feature, which during the first application, prevents turning the adjusting knob unless the retaining pin is pushed completely forward. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a brochealpleurism fistula procedure, it was reported that the surgeon had trouble firing the device. The surgeon stated that he never fired this device before and felt it was his mistake that caused the adverse event. The surgeon stated that he closed the pin on intended tissue including pv/pa, and then fired without dialing down compression. He then could not dial down and tissue was caught in between the cartridge and the anvil. This caused a hole in the pv/pa and patient began to bleed. Patient was placed on bypass to control bleeding. Another surgeon was called in to assist with bypass procedure. Patient left the or in stable condition.